Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for high out of range shock impedance. Technical services (ts) reviewed the data, the value was at 131 ohms and the average was within range. Ts recommended programming options and continued monitoring. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.